Event description:
Report received indicated that patient has a red itchy rash with little bumps that sometimes have whitish heads in a half circle under the flange area. When asked if ti was under the wafer or the tape border he said directly under the flange. This rash comes and goes especially in hot weather. Patient leaves his appliance on for up to 2 weeks at times. The patient experienced the condition during an unknown period prior to complaint receipt. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.